Event description:
It was reported an error code occurred. The patient was rescheduled due to the persistent error code. The customer performed troubleshooting to determine any damage to the holster. The device was returned for service and repair.

Manufacturer narrative:
Evaluation summary: the holster was returned to the analysis site due to reports of l3-017 error code. The analysis results found that the holster displays green cable error during initilization of functional test because the pcb board is out of calibration. The tie strap and e-clip were damaged during diassembly. The site calibrated the pcb board to correct performance issues. The site also replaced the tie strap and e-clip. The holster was functionally tested and found to operate properly.